Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The insulin pump was removed and the customer was treated with a manual shot. The insulin pump will be returned for analysis.